Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The impact to the customer's blood glucose level was not known. The customer disconnected from the pump and reverted to a backup therapy to manage diabetes. As the alarms had occurred in the past, tandem technical support was unable to troubleshoot with the customer to determine a cause of the occlusions.